Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the extension set was connected to a reported cap. The reported cap was connected to an unspecified extension tubing set connected to an unspecified central venous access device for the delivery of an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter from the cap for a unspecified reason. At this time, the customer contact reported that the option-lok male adapter became stuck in the reported cap. It was reported that the nurse attempted to wiggle the option-lok male adapter to disconnect it the cap. At this time, the customer contact reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the cap. The tubing set was replaced and the therapy was resumed. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.